Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized.

Event description:
Imbalance, ataxia, weakness, slowness in walking and hand/ arm movement (probably, weakness related) following essential tremor treatment (conducted in (B)(6) 2021).

Manufacturer narrative:
Based on the information received so far, the company does not have enough details to investigate.

Event description:
Imbalance, ataxia, weakness, slowness in walking and hand/ arm movement (probably, weakness related) following essential tremor treatment (conducted in (B)(6) 2021).